Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The cause of the customer reported problem was a cracked return tube as that was where the leaking was found, and a temperature check was used to verify the customer reported issue. The manufacturer representative replaced the return tube, and the device operated as intended after repair.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device wasn't pulling up the temp. The unit was opened to find water leaking onto the top internally and the main board. There was patient involvement, and no patient harm/adverse event reported.